Manufacturer narrative:
Insulin pump was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. No compromised force sensor system alarm noted. Insulin pump was received with cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Insulin was pushed out of the reservoir. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.